Manufacturer narrative:
Corrected data: e1(initial reporter).

Event description:
It was reported that during hospital inspection by customer, the cardiosave intra-aortic balloon pump (iabp) had a screen display failure/ screen sandstorm. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,d1,d4(manufacturer.,version or model #,catalog #unique identifier (UDI)),e1(event site postal code - (B)(6), g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,investigation conclusions),h10. A getinge field service engineer say no reproduction after evaluation of unit.not yet known when all functional and safety checks will be completed to factory specifications.complaints of more than three (3) gfe attempts were performed to obtain additional information and no response was provided and/or product return. No response was provided, the complaint will be closed and, if new information and/or device were available, the file would be reopened and updated.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during hospital inspection, the cardiosave intra-aortic balloon pump (iabp) had a screen display failure/ screen sandstorm. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation), h10. A getinge field service engineer (fse) evaluated the unit and confirmed the display was static. Fse said there may be a poor connection in the cable between the top display and the video generator board. Fse cleaned the connector cable and re-fix it.